Event description:
It was reported that during a da vinci assisted pancreatoduodenectomy surgical procedure, the sureform60 stapler was observed to have an incomplete staple line and only performed half of the functionality, after reloading the stapler was no longer recognized by the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was checked prior to use and there were no damages observed. When the issue occurred, the surgeon was using the green reload because, the target tissue was the stomach. The customer confirmed that the stapler worked for the first stapling. The error message that was generated at the time of the event was "unable to complete fire. Blade may be exposed." The surgeon did not encounter any obstacles between the branches of the instrument. There was no support material used. No deformed clips were observed. The surgeon did not have any problems with clamping before releasing the staples. The stomach tissue was not calcified or exposed to radiation and there was no tissue tension or any accumulation of tissue. There was no patient related information provided.

Manufacturer narrative:
It was reported that during a da vinci assisted pancreatoduodenectomy surgical procedure, the sureform 60 stapler was observed to have an incomplete staple line. Based on the claim against the product by the customer noting an incomplete staple line, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the sureform 60 stapler (part# 480460-09/ lot# t90220112 0299) associated with this event has been performed. Per logs, the stapler was last used on 26-oct-2022 on system sk1688. The instrument had 9 remaining usable lives with no subsequent use recorded. An advanced log review and the following additional information was obtained: logs show the sureform 60 stapler (pn 480460-09, ln t90220112 0299) was installed on the system 11x and fired 3 reloads (1 blue, then 2 green) on the 1st, 3rd, and 5th installs. No clamping or firing attempts on the 2nd or 4th installs. 3 out of 6 clamps were incomplete (1 on the 1st install, 2 on the 5th install), ranging 68%-73% completion. Following 2 incomplete clamps on the 5th install, there was a completed clamp, then a firing failure at ~45% completion after around 45 seconds. Max torque during firing is shown in the dsp logs as ~3x normal. After the firing failure occurred, the sureform 60 stapler instrument failed to initialize on the subsequent 6 install attempts, with parameters of the failure indicating hi drivetrain friction. No additional reloads were fired after the firing failure. There were no stapler related errors in the msc logs for this procedure. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the staple line was incomplete. Waiting for a log review of stapler in order to confirm if all firings were completed with no incomplete clamps or pauses for compression. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The sureform 60 stapler was analyzed and fa was able to replicate the recognition failure. The instrument was found to have hi drivetrain friction homing failure based on log review and during in-house testing. The instrument was placed on an in-house system and failed during initialization. Common cause of this failure is attributed to manufacturing. The instrument was found to have a firing failure based on log review. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device. The partial fire had a completion percentage of 44/97% with a green reload. Additionally, the instrument was found to have a damaged sleeve of the I-beam assembly. This prevents the I-beam from fully extending, causing the hi drivetrain friction homing failure of the instrument. The complaint regarding stapler not recognized was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of incomplete staple line is attributed to failure during initialization. The probable root cause of failure to deliver staples may be attributed to either component failure or use conditions. Regarding component susceptibility to damage, the instrument I-beam assembly can be broken due to broken gear teeth and/or gear supports. Regarding use, the sureform stapler instrument may experience firing issues if it detects too much tissue in the crotch of the jaws or the potential for inadequate tissue thickness.